Manufacturer narrative:
(B)(6). This report is for three unknown 4.5mm titanium cortex screws/unknown lot. Partial part number 414.8xx provided. Part of the devices were left in the patient; devices were not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had high right tibia osteotomy surgery on (B)(6) 2014 that was successfully completed. The seven week post-surgery visit confirmed that everything was intact. Around june or july the patient complained of pain. An x-ray conducted on (B)(6) 2014 revealed that there were three broken 4.5mm titanium cortex screws. A revision surgery was performed on (B)(6) 2014, it was indicated that the heads of the screws broke off. The surgeon removed the screws and left the threads from the broken screws in the bone. The tomofix medial tibia plate was still intact. The screws were replaced with three 5.0mm locking screws. The revision surgery was successfully completed without surgical delays. The broken screws are not available for evaluation. The patient was having pain prior to having the revision surgery. The patient is okay and will be going home after the revision surgery. This report is for three unknown 4.5mm titanium cortex screws. This is report 1 of 1 for (B)(4).